Manufacturer narrative:
Patient information not available at time of this report. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported lost communication with the stealthstation camera. It was reported that when the system is left for a while (during draping right after tracer), the computer hangs and the customer needs to restart the whole station. There was no patient impact.